Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock and pace impedances. The shock impedances were out of range and above 125 ohms. The pace impedances were within normal limits, but still trending upwards. Boston scientific technical services (ts) recommended the patient be brought in for further evaluation .when the patient was brought in, the impedances were around 148-153 ohms. A defibrillation threshold (dft) test was then performed. The patient was successfully converted, so the lead was reprogrammed to increase the impedance range. The products remain in service. No additional adverse patient effects were reported.